Manufacturer narrative:
Method: sample is not available for return. Results: without the actual product, an analysis cannot be conducted. Conclusions: if additional information that is pertinent to this event becomes available, I-flow will submit a follow-up report.

Event description:
Drug/diluent: ropivacaine 0.2 percent. Fill volume: 500. Flow rate: 8ml/hr. Procedure: shoulder surgery. Cathplace: interscalene. It was reported that the swelling occurred 3 days after surgery. The patient was advised to remove the pump per the doctor's instructions and elevate her arm. The patient reported that after doing this, her hand was no longer swollen. The pump was filled and placed on (B)(6) 2011 and removed on (B)(6) 2011 and the pump was empty at disconnect. The pump has not been saved for return. Date of event: (B)(6) 2011.